Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber shows moderate signs of usage; the glass cap exhibits moderate devitrification at the output window; the metal cap exhibits mild detritus adhesion; the fiber was tested with hene laser fixture, aim beam is present at fiber output window. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that during a bph prostate procedure, the customer reported that the "dysfunction of the fiber, fiber expired" the fiber was replaced and the fiber exhibited a "dysfunction". Case was completed by an alternate procedure "turp". Patient outcome: no injury to patient reported. This report is for the second fiber.